Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is damaged, the nail or clip, fitted in the jaw is coming out while clipping. Surgeon found this defect when he used it for the first case and the instrument got stuck in patient body, finally doctor converted the case to an open case for removing the instrument from the patient body.

Event description:
It was reported that the jaw is damaged, the nail or clip, fitted in the jaw is coming out while clipping. Surgeon found this defect when he used it for the first case and the instrument got stuck in patient body, finally doctor converted the case to an open case for removing the instrument from the patient body.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. (B)(4) facility as part of a (B)(4) lot in july of 2016. The returned instrument was evaluated and as received the tube assembly where the jaws are attached is bent/damaged and the jaws are loose and misaligned and the jaw pivot pin is slightly popped and sticking out on one side of the tube assembly thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is undetermined what caused the tube assembly where the jaws are attached to be bent/damaged and the jaws to be loose and misaligned and the jaw pivot pin to be slightly popped and sticking out on one side of the tube assembly but mishandling at the customers facility is suspected.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 50pc. Lot in july of 2016. This instrument has not been returned for our evaluation, but pictures and video provided show a 5mm endo applier with the end of the tube assembly bent open and damaged at jaw end and the jaws appear loose and misaligned to each other and the jaw pivot pin is slightly popped out on one side of the tube assembly. (Pictures attached) mishandling of this device at the end users facility is suspected. No corrective action required.

Event description:
It was reported that the jaw is damaged, the nail or clip, fitted in the jaw is coming out while clipping. Surgeon found this defect when he used it for the first case and the instrument got stuck in patient body, finally doctor converted the case to an open case for removing the instrument from the patient body.